Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer called inquiring about the scroll wrap recall on their insulin pump. The patient's blood glucose level was at 320 mg/dl. The customer stated that they were hospitalized for high blood glucose once. Details of the hospitalization were not discussed. No further info was provided.